Event description:
This product was part of a recent manufacturer field correction notice (classified as class ii recall by FDA), attached to this report. Product will be returned to intuitive and the or is notifying intuitive as per the field correction notice. Davinci bipolar forcep tip canted off its axis and became unusable inside of the patient. No evident pieces seemed to have broken off, x-ray will be taken at end of surgery to confirm no piece of bipolar were left behind bipolar forcep ref# = 471405, lot# - k10240711-0029, ver# - 06.